Event description:
It was reported that the patient did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence event on (B)(6) 2026. Which resulted in high blood glucose and was treated with correction injection via multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.